Event description:
It was reported that during a percutaneous transluminal angioplasty procedure a balloon rupture occurred. The 100% stenosed lesion was located in the calcified and moderately tortuous right anterior tibial artery. The guide catheter used was a mach1. On the first inflation a f/g, sterling, mr, 3.0 x 60/135 (4f) was inflated to 10 atmospheres and ruptured. The balloon was removed intact. The procedure was completed with a symmetry balloon. The pt status is listed as good with no complications reported.

Manufacturer narrative:
As no device was rec'd for analysis it is not possible to perform any inspections on the device. The manufacturing records for this batch have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. The most probable root cause is considered operational context due to the likelihood that the pt anatomy or other procedural factors contributed to the reported difficulty.